Event description:
It was reported that cadd solis pump, high flow rate. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 10-may-2022 via email and attached to complaint object: no patient involvement. The issue occurred during planned maintenance/performance validation.